Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that following a routine device changeout patient came to the clinic with symptoms of light headedness. Lead noise was noted on the atrial and ventricular electrogram (egm)'s. A lead integrity alert (lia) was triggered due to high short interval counter (sic) counts (indicative of oversensing) and non-sustained tachycardia (nst) episodes. The pocket was re-opened and the leads were tugged on to test the connection with the device. Noise could not be reproduced. It was however noted that there was discoloration and an insulation breach in the right ventricular(rv) lead about 3 inches from the tip of the lead. The rv lead was capped and replaced with the pace/sense portion of the right ventricular defibrillation lead. High threshold reported on pace/sense portion of lead. No patient complications have been reported as a result of this event.